Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The white stapler 30 reload was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. The reload was returned already fired. The blade was at the distal end and not exposed; there was no damage found and there was no product issue was identified.

Event description:
On 08-apr-2024, intuitive surgical, inc. (Isi) received medwatch (MDR) report with uf/importer report (B)(4) with the following event description: "a 30 white endowrist stapler (no original packaging saved); as per surgeon: the stapler possibly malfunctioned intraoperatively while being used. Had to emergently convert to open thoracotomy to control bleeding. Patient was stable intraop. Procedure continued and patient was transferred to recovery room. 1 unit of blood given." Isi followed up with the surgeon and obtained the following additional information regarding the reported event: after dividing the pulmonary artery branch, a hole was identified on the pulmonary artery. The injury occurred when a white stapler reload was fired on the pulmonary artery and after a stapler reload was initially fired on the pulmonary vein. There were no issues with the stapler instrument before or during firing. There was no tension, space issues, calcifications or hard objects. When the stapler instrument released from the vessel, there was massive bleeding. The surgeon reports 800 ml of blood loss due to this event and the patient remained hospitalized for about 5 days. The surgeon indicated that the patient was currently fine and the surgeon was not concerned about long term issues. There is no video footage available and he is unsure about the instrument being returned. During subsequent follow up, the initial reporter indicated that there was 1300 ml of total blood loss during the procedure.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows a stapler 30 curved-tip stapler instrument was installed on the system twice and fired 2 white stapler reloads. On install 1, the first clamp was successful, and the firing was completed without error. On install 2, the first clamp attempt was immediately unclamped. The second clamp was successful, and the firing was completed without error. The stapler was then removed and not used in the procedure again. There were no stapler related errors in the system logs.